Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error code: 242.4030. There was no patient involvement. Case #: (B)(4). (B)(6). Patient or user involvement: no. Patient or user harm: no. Tech called with help on error code 242.4030 o 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Tech called in with 8100 unit has error code 242.40330 with is a motor stall before call she had already replace the ail sensor and still get the same error instead of replace other part confirm price quote for level one repair. Will call back once she has her po# setup.